Manufacturer narrative:
As reported, the capsure fixation device fasteners failed to adhere to patient's abdominal wall and some of the fasteners were barely fixated. Evaluation of the returned sample could not reproduce the reported event. The device functioned as intended during functional and simulated use testing, deploying the last remaining fasteners with no issues. No manufacturing anomalies found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 605 units released for distribution. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states "compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair procedure, the capsure fixation device fasteners failed to adhere to patient's abdominal wall and some of the fasteners were barely fixated. The loose fasteners were removed from the patient's body and another fixation device was used to complete the procedure. There was no patient harm or injury.